Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure for lesion removal performed on (B)(6) 2025. During the procedure, the clip did not deploy and misfired. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.